Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54.

Event description:
The customer observed (B)(6) results for one donor while using architect hbsag reagents. The following data was provided (s/co). (B)(6). No impact to donor or patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and specificity testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Four patient specimens were available for return (sid (B)(6), sid (B)(6), sid (B)(6) and sid (B)(6)). Clinical specificity testing of the returned specimens was performed using in-house retained kits of the architect hbsag qualitative ii, 2g22-30, lot 69154fn00. Hbsag confirmatory testing was completed using a control lot because the complaint lot (architect hbsag qualitative confirmatory list 2g23-25, lot 62182fn00) was expired. All four patient specimens returned repeatedly (B)(6) architect hbsag qualitative results. Three patient specimens (sid (B)(6)) returned (B)(6) results. The fourth specimen (sid (B)(6)) returned an invalid percent neutralization result, however the test could not be repeated due to insufficient sample volume. The product was not available for return. Clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.